Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a meniscal repair, it was reported that after discharging the 1st t implant the handle was retracted and the 2nd t simultaneously deployed. The surgeon had to perform extra manipulations to retrieve this second t implant out of the knee. The t1 implant was left behind in the patient. There was a 10 minute delay to the procedure. Backup was available to complete the procedure.

Manufacturer narrative:
Seven fast-fix 360 curved needle delivery systems were returned for evaluation. Devices were returned in one package making lot identification prohibitive. All seven devices have no ts or suture on their insertion needles. No ts or suture were returned for examination. Four of the seven devices are dramatically bent. The actuators on these devices are in the post t2 position indicating a complete deployment. Functional assessment was attempted for proper actuator advancement and cycling and would not function as intended due to their bent condition. IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Root cause for these devices was determined to be user error. The additional three devices show their actuators are in the post t2 position indicating a complete deployment. Functional assessment was performed for proper actuator advancement and cycling, devices functioned as intended. Root cause for these device malfunctions was not reported. Reported complaint of simultaneous deployment cannot be confirmed. (B)(4).